Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient was implanted for bowel. Patient reported that the symptoms were not controlled. It was also reported that they wanted to increase stimulation but it was not working and that they had problem with their device. During troubleshooting patient could feel stimulation in their right leg and woozy but once stimulation was decrease, the woozy went away. It was further reported that the therapy never helped much. No further complications were noted or anticipated